Event description:
Anesthesia called for difficult intubation. Intubated with 6.5 cuffed ett, upon placing patient on servo, patient quickly desaturated and air noted to be escaping around tube. Anesthesia called back for re-intubation due to defective ett cuff. Defective tube given to charge rn.